Event description:
It was reported that the customer rolled over the pump. Subsequently, the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 300 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy and declined follow-up to determine if one was later obtained.

Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.